Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device is still under investigation. Maquet cardiopulmonary is aware of similar complaints. The device displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers form the polyurethane potting area. A review of the quality control process confirms that 1005 functional inspection for leakage is performed during production. Maquet cardiopulmonary (B)(4) has initiated an internal process ((B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that less than 24 hours after initiation of therapy the device began dripping drops of blood. The device was exchanged. No reported patient effect. (B)(4).